Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Approximately one month ago, the customer received the following results on the aviva system within 10 minutes: 193 mg/dl and 96 mg/dl. Approximately three weeks ago, the customer received the following results on the aviva system within 10 minutes: 330 mg/dl and 103 mg/dl. On (B)(6) 2018, the customer received the following results on the aviva system within 10 minutes: 280 mg/dl and 127 mg/dl. No adverse event reported. The same test strip vial was used for all of the results. Return of the suspect device was requested for evaluation.